Manufacturer narrative:
Product ID 3093-28, lot# v791907, implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient had her device replaced because she got an infection. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.